Event description:
Doctor performed emergency colonoscopy last week on a patient who had been using the fms. He reported that he found 2 pressure ulcerations just above the anus. He felt the balloon had eroded into the mucosa, causing two 8mm ulcerations. He said a vessel was visible in one, and he clipped it. He stated the following day, the patient had additional bleeding, had another colonoscopy performed by his partner, and the other ulceration was bleeding at that time, and a vessel was likewise clipped. Dr. Goldberg was able to perform a full scope, and no other bowel issues were noted within the colon. He stated the patient had no history of bowel disease, had been hospitalized for open heart surgery. Patient died on 06/03/06 of respiratory failure with death unrelated to the use of flexiseal fms.